Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The depth gauge tip broke off.

Manufacturer narrative:
Examination of the returned device confirms the reported event of tip breakage. The fractured tip was not returned for evaluation. The received screw depth gauge was forwarded to depuy material science for evaluation. On the basis of these observations, the gauge fractured due to ductile overload. A load was applied that exceeded the ultimate strength of the material resulting in deformation and ductile overload fracture. No material defects were observed in the screw depth gauge that could have contributed to fracture initiation and/or propagation to failure. Based on the root cause of overload corrective action is not indicated. Continue to monitor via sep-(B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.